Event description:
Complainant alleged that during biomed testing, the device displayed an unrecognized "pacer fault" error message. Complainant indicated that subsequent testing was unable to duplicate the malfunction. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.